Event description:
Caller reported a minimum fill notification and experienced difficulty loading and filling cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.